Event description:
It was reported that the readings on the external pulse generator were not accurate. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: initial analysis could not confirm the reported event. It was noted that the upper case was broken and contaminated, the lower case and battery drawer were broken, the battery release, ring cover, heart block, lead flex cover, atrial output connector, heart wire contacts and the heart lead flex were contaminated, the side bail covers and side bails were missing, the battery contacts were compressed, the keyboard was scratched and the serial number label was torn. Further analysis was performed on the heart lead flex. Visual inspection found gross contamination. Functional analysis performed atrial ac rejection testing, device passed. The failure seen during service and repair of the device could not be confirmed during failure analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.